Manufacturer narrative:
(Eval method, results, conclusions) the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our mr manufacturer in (B)(4) of an event that occurred in (B)(6). Problem: the pt had a mr procedure. The pt was scanned with the 8 channel sense head coil with the cable on the right side of the pt's humerus. The pt was dressed with a long sleeve shirt and a bed sheet was placed between the cable and arm. After the examination a second degree rf burn approximately 2 cm in diameter appeared on the lower third of the right humerus. The pt received no treatment by the healthcare facility.